Event description:
In 2009, patient was trying to deliver a bolus of 5.0 units and the infusion device displayed e4 (occlusion). The patient stated that he had changed the infusion set tubing and headset as well as the insulin cartridge prior to calling. Discussed infusion site rotation. Advised patient to make certain new infusion site is at least two inches from previous site. Patient disconnected the infusion tubing from the headset and attempted to prime the infusion set. The prime was successful. He placed the infusion device into the run mode and programmed a bolus of 3.0 units. The bolus delivered into the air successfully. The customer removed the infusion headset and found the infusion cannula was bent. Recommended that he try the infusion set insertion device. The patient changed the infusion headset. Reviewed the bolus history. Bolus history showed that 1.4 units of the five units he had intended to give himself had been delivered prior to the occlusion. Patient bolused the remaining 3.6 units. Patient called back the same evening. He stated his blood glucose was 400 mg/dl. Patient reports that he had tried to deliver a bolus of 8.0 units, but the pump had delivered e4 (occlusion) after only 1.4 units was delivered. He removed the infusion cannula and discovered that it was bent. Discussed infusion site management. Reviewed some possible infusion site areas with the patient. Advised him to contact his doctor prior to making a change to the infusion site area, due to differing levels of absorption at different infusion sites. Patient will change his infusion site when he gets home . The patient did not require medical assistance from a healthcare professional or second party to address the issue. Requested return of the affected products and sent an infusion set insertion device and information on infusion site management.